Event description:
Patient reported left side "damaged" and rupture via ultrasound. Healthcare professional reported "capsule is up to 2 mm thick, without features". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side "damaged" and rupture via ultrasound. Healthcare professional reported "capsule is up to 2 mm thick, without features". The device has been explanted and replaced with another manufacturer's device.